Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 448 mg/dl. Customer's blood glucose at the time of the incident was 300 mg/dl. Customer stated that the pump kept saying no delivery even after a complete infusion set change. Troubleshooting was performed. It was explained that the alarm was caused by an infusion set/reservoir occlusion. Customer was advised that the pump was working as designed. Customer declined troubleshooting for high blood glucose.